Event description:
The patient was implanted with an itrel 3 implantable pulse generator for the treatment of chronic/intractable pain in the trunk and limbs in 1999. The pt reported that the device was "dead" and further explained that pt had trouble with the device since they walked through a theft detector and was "shocked". Unable to reach hcp for further information despite repeated attempts to contact them. The physician and staff manual provides the following information: "warning: some theft detectors (those with gateways that patrons walk through) found in public libraries, department stores, etc. And airport screening devices may cause the ipg output to switch on or off. It is also possible that patients may experience a brief increase in their stimulation level as they pass through these devices-even when the ipg is off. Some patients may consider this experience as uncomfortable, "jolting" or "shocking".